Event description:
It is reported that the post broke off of the size 10 taper rasp while implanting into femur. Femur was osteotomized in order to remove the rasp. Surgery was delayed 45 minutes and completed with size 9 taper prosthesis implanted with three cable ready cables.

Manufacturer narrative:
This report will be amended when our investigation is complete.